Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 38 alarms noted during testing. Moisture damage was found on the motor and electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.